Event description:
Note: event date is unk. It was reported to boston scientific corp that a ultraflex covered tracheobronchial stent system was used during a stenting procedure. According to the complainant, the stent could not be fully deployed as the deployment suture broke. The procedure was completed with another ultraflex covered tracheobronchial stent system. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) - (partial deployment); (stent deployment suture broken). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).